Event description:
It was reported that the device delivered an alert via merlin.net indicating the high voltage lead impedances crossed both upper and lower limits. It appears that the lower and upper limits have been set to inappropriate values. Programming the lower and the upper limits were recommended.